Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: tøttrup m, thillemann jk, thillemann tm, mechlenburg I, klebe t, søballe k, stilling m. Early offset-increasing migration predicts later revision for humeral head resurfacing implants. A randomized controlled radiostereometry trial with 10-year clinical follow-up. J orthop res. 2022 feb 27. Doi: 10.1002/jor.25298. Epub ahead of print. Pmid: 35220595. Objective and methods: the specific aims of this long-term follow-up study were contrast the medium to long-term outcomes of the depuy global cap shoulder hemiarthroplasty with a competitor shoulder construct (1) to compare implant migration at 5-year follow-up, (2) to compare clinical outcomes at 5 years and at 9¿13 years follow-up and (3) to evaluate if implant migration, changes in offset and changes in humeral head inclination were related to increased risk of implant revision. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: global cap hemiarthroplasty adverse event(s) and provided interventions associated with depuy devices: 13 migrations identified radiographically. An unknown number of these were revised. 7 revisions of the global cap and 8 revisions of the competitor device. The authors do not provide the reasons for revision specific to each device manufacturer. The actual number of depuy devices associated with each event is unknown. Reasons for revisions: glenoid wear (captured as bone injury as the glenoid was not resurfaced), device migration, pain, periprosthetic fracture, rotator cuff tear, anterior subluxation (captured as joint instability), one intraoperative finding of inadequate osseointegration without loosening of the device.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.